Event description:
It was reported that the patient experienced bilateral cylinder extrusion from the corpora with their inflatable penile prosthesis. The extrusion was due to early device cycling. The cylinders and pump were replaced with new 21cmx12mm cylinders and a pump.